Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder (pfo) was selected for implant with an 8f amplatzer torqvue delivery system but was not released as the occluder was too small. A 30mm amplatzer pfo occluder (lot number: 6234048) was selected, but and during deployment, the device deployed deformed, cup shaped. Multiple failed attempts were made to recapture and reposition the device, but the device continued to be deformed. The device was removed and exchanged for another 30mm amplatzer pfo occluder (lot number: 6300749). The second 30mm pfo deployed deformed as well, and the user reported the problem was due to a manufacturing defect. The second 30mm pfo was removed and the procedure was completed with a 35mm amplatzer pfo occluder (lot number: 4084486) implanted successfully. The procedure was extended greater than 30 minutes; however, the patient remained hemodynamically stable throughout the procedure and there were no patient consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.